Event description:
The patient was in the process of being draped by the surgeon. The surgeon was getting ready to put on the stockinette on the patient's leg when the disposable face shield he was wearing popped off his head and landed on the patient's leg. The drapes were removed and the leg was reprepped and redraped. No incision had been made before the face shield popped off.